Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an insert slide clamp alarm. The cause of the condition was determined to be a damaged safety clamp shim. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection it was identified that the safety clamp assembly was out of calibration. The cause of the reported condition was due to the safety clamp assembly being out of calibration. The safety clamp assembly was recalibrated by replacing the safety clamp shim. Should additional relevant information become available, a supplemental report will be submitted.